Manufacturer narrative:
Upon reassessment, the reported packaging issue: box physical damage failure mode has been determined to be non-reportable. The occurrence of the box being physically damaged represents a severity of 1: inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Refer to complaint #: (B)(4).

Manufacturer narrative:
The damaged cases were requested to be return for further investigation. This MDR will be reopened and updated in the event the affected bags involved or additional information becomes available. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr (B)(4) had been initiated to address the discrepancies. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
05/29/2024, infutronix medical received a report from the customer that one of the cases/pouch had been physically damaged b2-70072-f. No report patient was involved.